Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 12th october 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and that it had successfully performed all weekly auto self-tests including five occasions were the device was manually powered up. The pad-pak was removed and reinstalled on (B)(6) 2017 and the device successfully passes an auto self-test. The device powered on upon insertion of the returned pad-pak. The device failed to shutdown correctly using the on/off button, instead the device was heard continuously beeping. This would confirm the reported fault. The device was disassembled to investigate. After further investigation it was found that the fault was caused by transistor failure, which had caused damage to resistors in the on/off circuity of the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device cannot switch off using on/off button.